Event description:
New information received indicated that a device restoration was performed to its original settings to resolve the backup mode. The patient was asymptomatic.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was found to be in backup mode. No changes were reported. The patient status was unknown.